Event description:
Device 3 of 3: reference MFR report: 3008829311-2017-00636, reference MFR report: 3008829311-2017-00637. It was reported the patient experienced ineffective stimulation. Patient indicated she suffered a fall shortly after being implanted. The patient's system was subsequently explanted.